Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No blank display noted. No unexpected alarms noted. Unit received with corroded electronic assembly and motor assembly. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is blank display. The blood glucose reading is unknown. Nothing further reported.